Event description:
Additional information requested and received stating that the event was not related to the device, relationship to test procedure was noted as related - because the filtration bleb was flat two days before endophthalmitis was diagnosed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional via study reported that following a glaucoma filtration device (gfd) implant procedure, the subject came in urgently on (B)(6) 2016, with left eye pain and loss of vision. A 1mm hypopyon with abundant fibrin was observed, endophthalmitis was diagnosed. It was decided to go to the operating room to perform vitrectomy and intravitreal injections. The next day, (B)(6) 2016, the subject reported left eye pain, an iop of 50 mmhg was observed, a paracentesis was performed and he was taken to the operating room to perform a trabeculectomy. After this, the iop is measured again with a result of 17 mmhg. On (B)(6) 2016the subject no longer reported pain. On (B)(6) 2016 in review it was decided to perform company viscoelastic injected in the anterior chamber. On (B)(6) 2016, the subject reported feeling better. On (B)(6) 2016, a well-formed anterior chamber without hypopyon was described with tyndall 2+. On (B)(6) 2016, company viscoelastic was injected again into the anterior chamber. On (B)(6) 2016, the subject returned due to lack of vision on one side. After evaluation, a tear at the xii and upper nasal retinal detachment was observed. It was decided to perform vitrectomy the next day. In this surgery the tears was sealed, the rest of the peripheral retina checked and company viscoelastic was left applied. The next day, (B)(6) 2016, the subject reported general discomfort but not ocular discomfort. On day 27, the review showed improvement, therefore the adverse event was considered resolved. As per the investigator, the event was related to the device.

Manufacturer narrative:
Correction provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the start date of the trabeculotomy was on (B)(6) 2016 and end date noted to be on (B)(6) 2016. It was considered as serious adverse event and as per the investigator, the event was not related to the device. Relationship to test procedure was noted as related iop= 50mmhg. There was surgical intervention.

Manufacturer narrative:
Correction information has been provided in FDA component code. Additional information has been provided in h.3., h.6., and h.11. A sample was not received at the investigation site for evaluation for the report of eye pain, endophthalmitis, hypopyon, retinal tear/detachment, and vision blindness; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).